Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. The customer stated that he had received no delivery alarms for about 3 days and had used 4 different infusion sets in the process. The blood glucose reading was 190 mg/dl. He stated that he felt as though the device was not working properly. He reported that he was at work without any back-up supplies. The blood glucose reading at the time of the alarm was 476 mg/dl, which he advised he had not yet treated. Upon troubleshooting, insulin did exit the tubing during a fixed prime and manual prime. He was advised that the insulin pump worked as designed. However, the insulin pump alarmed no delivery alarm during the manual prime. Advised replacement of the insulin pump. Nothing further reported.